Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3 of 4. The patient also stated that a part of the stay safe connector fell apart but they connected it back to the cycler. A fluid leak was not observed. The patient was advised to cancel treatment and disconnect from the cycler. Upon followup the patient contact confirmed the reported event, however clarified that there was no fluid leak that occurred. The patient contact confirmed the patient was able to complete treatment on the cycler on the day of the reported event and has continued using the cycler for their pd treatments since. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during drain 3 of 4. The patient also stated that a part of the stay safe connector fell apart but they connected it back to the cycler. A fluid leak was not observed. The patient was advised to cancel treatment and disconnect from the cycler. Upon followup the patient contact confirmed the reported event, however clarified that there was no fluid leak that occurred. The patient contact confirmed the patient was able to complete treatment on the cycler on the day of the reported event and has continued using the cycler for their pd treatments since. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.